Event description:
Pt ECG was observed to be asystole on monitor but 3 star-med alarm did not go off. Was found that hr alarms were turned off because monitor was set up to alarm off pulse instead. Users feel this option should not be available and that it is hazardous.